Event description:
A user facility reported while attempting to begin rapid infusion of blood to a patient, 3m¿ ranger¿ blood/fluid warming high flow set leaked and disconnected at the tubing nearest to the spikes. No injuries or medical interventions were required due to the alleged malfunction.

Manufacturer narrative:
The device was returned to solventum for analysis. Due to significant blood contamination, the sample could not be pressure tested. During the cleaning process there were no leaks identified at the spikes, y-connector, or drip chamber. The spikes were confirmed to be secured to the tubing on the sample. Based on the problem description, visual inspection of sample post decontamination, and evidence of dried blood in luer connection between the drip chamber and heat exchanger, a potential cause is a luer connection leak. Luer connection leaks can be caused by over-tightening, failure to tighten luer connections, cross threading of luer connection, and over pressurization of the ranger system. Due to residual blood contamination hazard in the sample, the root cause of the luer connection leak cannot be determined. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.